Manufacturer narrative:
Our product evaluation laboratory received one swan ganz catheter. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached. As stated in the IFU ¿passively deflate the balloon by removing the syringe from the gate valve¿. The balloon failed to deflate fully with the returned syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of balloon deflation issue was not confirmed, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when testing the device prior to use in the patient, the balloon of this swan ganz catheter did not deflate passively. It was clarified the syringe was not attached to the gate valve during deflation. There was no allegation of patient injury.